Event description:
A patient with an implanted evoke spinal cord stimulation (scs) system exhibited an infection near their implant site. The scs system was explanted and the patient was reported to be recovering.